Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the patient connector lost connection, could not establish a connection or displayed a diagnostic message could not be confirmed. Analysis noted that the connection strength dropped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant procedure using the mobile programmer application, initial interrogation at the start of the case was successful, and throughout lead placement and connection of the crt-d, no communication issues were observed. It was noted that high-voltage impedance was obtained without issue after crt-d placement in the pocket; however, after pocket closure, telemetry was lost when attempting to re-access the crt-d to review settings and enable therapies, as indicated by a red device icon in the connection status of the application. The patient connector was placed directly over the pocket; however, communication could not be reestablished. Multiple reinterrogation attempts were made. The application system was repeatedly shut down completely and restarted, and the patient connector was repositioned in multiple locations without success. It was further noted that the crt-d header orientation was face down and it was advised that face-up orientation is recommended for optimal communication. Additional attempts were made, during which the crt-d model intermittently appeared on screen, but the connection progress indicator did not advance and prompts to reposition continued to display. Communication was eventually established, and programming was completed. Prior to discharge, interrogation was again attempted in recovery using the same equipment, and similar communication difficulty was encountered. An alternate mobile programmer application system and patient connector were obtained and after repeated full power cycles and multiple attempts, telemetry was successfully established. No patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.1.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.